Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was found that the patient's right ventricular (rv) lead exhibited failure to sense and failure to capture. A chest x-ray was performed and revealed that the rv lead was dislodged. The rv lead was explanted and replaced. Patient had no consequences.